Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and was able to observe the reported issue. To correct the issue, the stm replaced the helium tank and the helium gasket which were supplied by the customer. The stm tightened all the helium connections on the cart and the console, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported by the customer that during a routine checkout, the cardiosave intra-aortic balloon pump (iabp) was leaking a lot of helium ever since the preventative maintenance (pm) was performed in july. There was no patient involved; thus, no adverse event reported.